Manufacturer narrative:
The cannula was not observed to be damaged. The device generated an 0x42 alarm and the download data showed a rotational sensor malfunction. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. Rotational abnormalities were noted in the rerun data. The exact cause of this rotational sensor malfunction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 268 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported cannula being damaged, while wearing it on unknown location. For treatment, the patient changed out the pod for a new pod.